Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's relative reported via phone call the insulin pump would not turn on after battery change. The customer¿s blood glucose was unknown at the time of incident. Unable to complete troubleshooting due to the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.